Event description:
It was reported that during an unknown procedure a small orange plastic piece fell off when the nurse opened the sterile package. The device could not fire with this reload. Changed to another reload to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Damaged cartridge. The analysis results found that the tcr10 reload was received with the reload forks damaged. The cartridge reload had the swing tab missing, and the proximal 6 drivers up without staples. No functional test was performed. This damaged is consisted with an improper loading technique. Please reference the instruction for use for proper cartridge loading. Event could not be confirmed as the part of the cartridge the holds the swing tap was not returned. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.